Event description:
The instrument was used during a thoracic procedure. Reportedly, the instrument was fired then locked on tissue. The surgeon applied an add'l port in order to introduce another stapler. The surgeon transected the tissue to remove the device. Tissue loss occurred on the pt side. The surgeon has reported the pts condition is satisfactory.